Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen, 250 mcg/ml at 16.29, mcg/day via an implantable pump for intractable spasticity. It was reported that there was a pump programming error. The hcp stated that the pump was filled with 1000 mcg/ml baclofen on (B)(6) 2022 at 12:21 pm, but it was programmed as 250 mcg/ml which was what was in the pump before the refill. Technical services reviewed calculation for when new drug would reach the catheter tip: 0.186 ml (catheter volume) + 0.199 ml (pump tubing) = 0.385 ml x 250 mcg/ml = 96.25 mcg / 16.29 mcg/day = 141h48m or just under 6 days. The hcp stated that the patient was going to come back so they could switch the drug back to 250 mcg/ml baclofen. Patient did not have any symptoms or complications. Additional information was received from the healthcare provider (hcp) on 2022-nov-30 that the patient was using the new synchromed/activa clinician software application. The hcp was not sure what clinician software version was used during the time of the event. The hcp mentioned the wrong medication was injected, they thought it was a lower concentration and that they did not double check. The patient went in for repeat drug replacement/ re-programming with a bridge bolus and the event resolved.

Manufacturer narrative:
Concomitant medical products: product ID: a810, lot#: serial#: unknown, implanted:, explanted:, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd:unknown , UDI#:unknown (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.